Manufacturer narrative:
The reported event was confirmedmanufacturing related. Sample was evaluated and observed flat issue at trifurcation area. The alignment of inflation lumen and tsc lumen are not align. Inflated the catheter with water and observed catheter shaft balloon out near the trifurcation area, 4 cm from drainage funnel. Dissected catheter was confirmed, flat issue causes uneven dipping latex which may cause thin dipping surface. The thin dipping surface will balloon out during inflation with water and cause user to think it was water leakage on catheter shaft. Hence, the reported event is confirmed as manufacturing related. A potential root cause for this potential failure mode could be wire pressing error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [ t he bladder/urethra may be injure d 2. Applicable patients · patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously , the bladder and urethra may be [contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone iodine. For patients with past history of allergic hypersensitivity to povidone iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (incl uding vegetable oi ls such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter shape, configuration and principle s bard ® silver tsc tray consists of a balloon catheter with temperature sensing, urine collecting bag for closed drainage system, syringe prefilled with sterile water, water soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls gloves and statlock foley . 2) adverse events urinarytract infection hemorrhage, hematuria allergy reaction to the device calculus formation calculus formation edema pain discomfort injury of bladder or urethral urethritis, urinary incontinence retained balloon fragments [storage method [storage method and expiration date] 1. Storage store in a dry, cool place away from heat, moisture, and direct sunlight.. 2. Expiration date indicated on the direct package and the outer box." Section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after insertion of the foley catheter balloon, water leaked from the base of the catheter when the fixed water was injected. It was noted that there was no reported patient injury.

Event description:
It was reported that after insertion of the foley catheter balloon, water leaked from the base of the catheter when the fixed water was injected. It was noted that there was no reported patient injury.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.